Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient had an automobile accident a few months ago. Following the incident, the patient's occipital (off-label) lead started eroding through the skin (date of event is unknown). Subsequently, surgical intervention was undertaken on (B)(6) 2016 wherein the physician observed the lead was 'flipping' around. The lead was re-anchored in position and stimulation was resumed post-operatively.